Manufacturer narrative:
Correction #: 2531779-03/24/2010-003-r. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed multiple loss of prime warnings associated with zero force. The pump was rewound, loaded, primed and exercised with no alarms occurring.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.